Event description:
It has been reported to philips that the allura system was stuck at 00:00 and would not start up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and identified a defective flex vision pc. The fse replaced the flex vision pc and upgraded the system to release 2.30.15. After upgrading the system and replacing the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.